Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included famotidine, lisinopril, medroxyprogesterone acetate and ranitidine. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain ("pain"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced acne ("hormonal changes describe: acne"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), abdominal pain ("abdomen pain"), leg pain ("legs pain"), back pain ("back pain"), pain ("waist pain") and painful feet ("feet pain"). The patient was treated with antibiotics and fluconazole. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, acne, cystitis, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dyspareunia, vaginal discharge, fatigue, abdominal pain, leg pain, back pain, pain and painful feet outcome was unknown. The reporter considered abdominal pain, acne, back pain, bladder disorder, cystitis, device dislocation, dyspareunia, fatigue, female sexual dysfunction, leg pain, nausea, pain, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and painful feet to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2016: result: total bilateral occlusion, malposition of essure device. The coil was further up on one the right side. There was no leakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: plaintiff fact sheet received. Events: hormonal changes describe: acne, infection (bladder/ urinary tract/vaginal) type: bladder/uti, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, nausea, dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, abdomen pain, legs pain, feet pain, back pain, waist pain, malposition of essure device was added. Lab data was added. Concomitant and treatment drugs were added. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.